Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 586 mg/dl, 182 mg/dl and 140 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.